Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of fractured catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A longitudinally aligned split was observed between the 3cm and 4cm depth markings. The split occurred within a permanent kink impression. The sample terminated at the 10cm depth marking. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed inward curving edges. The split edges were dully granular. Material wear, buckling and discoloration were observed in the vicinity of the split. The split features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage and mechanical factors may gradually form a crack in the catheter. The location of the damage suggested that catheter securement, access maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported PICC line assessed when flushing with 10ml nacl pinhole noted under securacath and nacl leaking out. PICC removed as per PICC placer. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1499 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported PICC line assessed when flushing with 10ml nacl pinhole noted under securacath and nacl leaking out. PICC removed as per PICC placer. No other information was provided.